Event description:
Incidents reported in which after two days in use, the cuff begins to leak air. Pts volumes begin to become erratic, and upon exam, the cuff is leaking. Does not occur in the operating room. This is due to the pt's having the et tube in short term. Extubation and re-intubation of pt required. No pt compromise. This is occurring more frequently. 7 1/2 and 8 tubes utilized.

Manufacturer narrative:
Evaluation results: one used i.d.: 7.0mm, standard low pressure cuff was received. Product was received without the pilot balloon. The returned product was decontaminated and examined. The machine end of the tube was found to be missing from 23rd to 28th graduation marks with irregular edges indicating the affected area had been cut off and connector reassembled. A fresh functional pilot balloon with valve was taken from production and reassembled to the pilot tube. Product was subjected to a leak test and no leak was observed. Since the pilot balloon was not returned, further investigation could not be carried out.